Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold and opening on posterior. Leak test and microscopic analysis was performed which identified: sharp opening, puncture opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening; a striated punctured due to surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right side deflation, capsular contracture baker grade IV and bilateral exchange of textured breast implants due to the patient¿s concern with the product. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side deflation, capsular contracture baker grade IV and bilateral exchange of textured breast implants due to the patient¿s concern with the product. The device was explanted.